Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals pieces of the threads are broken off. The broken pieces were not returned. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. Based on the conclusions of the product history review, complaint history review and the device evaluation, further product evaluation is not required because there is no evidence that a manufacturing deficiency occurred. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. According to the material specification, the quality and manufacture of special quality stainless steel bar, strip, and coil stock shall be controlled. Factors that could contribute to the reported event include surgical technique or excessive forces applied. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported, that during surgery. One (1) evos 2.0mm x 15mm lck scr t6 s-t, was noticed broken while surgeon was putting them into plate. Surgery was resumed, without any delay, with s+n back-up devices. Patient was not harmed as consequence of this problem.